Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and monarc were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time additional information: vault prolapse, stress urinary incontinence, and bilateral labial masses. Concurrent procedure: abdominal sacrocolpopexy, cystoscopy, excision of bilateral labial masses, posterior repair and oversewn serosa of bowel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2007 to treat vault prolapse, stress urinary incontinence and bilateral labial masses with concurrent cystoscopy, excision of bilateral labial masses, abdominal sacrocolpopexy, posterior repair and oversewn serosa of bowel. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.